Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 50-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The impella 5.5 would not pass through the ascending aorta due to the patient's anatomy. The placement of the impella 5.5 was aborted. No patient harm was reported.

Manufacturer narrative:
The investigation into the reported delivery issue has been completed since the original report was filed. The root cause of the delivery issues is most likely due to the patients condition as the pump would not deliver due to the anatomy.